Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0956-2020. (B)(4). S.w version 4.10e. Pump was received with a constant pump error 38 alarm during the rewind due to jammed motor gear box. Unable to verify pump error 43 alarm and perform the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 38 alarm during the rewind test. Pump passed the self test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on j1/pcb 1 was locked properly during visual inspection.

Event description:
Medtronic received information that pump error 43, pump error 38, keypad unresponsive/button error alarm occurred. There was no adverse impact or consequence reported as a result of this event.